Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a lap chole procedure, the device was clipped a few times and then pulled out of the trocar, but the jaws stayed closed. Another device was used to complete the procedure. There was no patient consequence.